Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the smart phone and transmitter that occurred on (B)(6) 2016. Patient was advised to bring the application to the forefront of the phone and connection was restored. No injury or medical intervention was reported.